Event description:
Solicited pt reports one instance of tubing not working because medication was not going through it. No other info is available. Please note: unable to find lot number. Reported to (B)(6) by pt/caregiver.